Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device, and the customer could not obtain glucose readings. As a result, the customer experienced "heart racing, panic and was cold" and lost consciousness. Upon regaining consciousness, the customer treated themselves with jam taken orally. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.